Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "a comparison of total hip resurfacing and total hip arthroplasty" written by vincent a. Fowble, md. Mylene a. Dela rosa, bs, ccrp, and thomas p. Schmalzried, md published by bulletin of the nyu hospital for joint diseases 2009; 67 (2): 108-12 was reviewed. The article's purpose was to a do comparative study of patient demographics, preoperative clinical condition and postoperative outcomes across total hip resurfacing and total hip arthroplasty. Data was compiled from 50 hips in resurfacing and 44 hips in total arthroplasty. It is noted that only the thas were implanted with depuy products and the resurfacings were non-depuy products utilized: summit stem, pinnacle cup, poly (marathon) or metal (ultamet) liners, metal femoral head. Adverse events related to depuy products: dislocation (treated by closed reduction successfully), heterotopic ossification (no impact to patient and no intervention).